Event description:
The tamp tube did not slide down. I had to manipulate and "fillet" the sheath edge to grasp the tamp-tube with the hemostats (as experienced with the same device on other previous dates) once the tap tube was acquired, I resumed normal procedures to close the rfa. Closure successful with no adverse outcome.